Event description:
It was reported that a replacement battery was ordered and the battery was not charging properly and would deplete in a very short amount of time. The device was not in use on a patient.